Manufacturer narrative:
(B)(4) captures the additional surgical procedure that was performed.

Event description:
It was reported that the patient underwent a replacement procedure due to loss of capture (loc) on the right ventricular (rv) lead. The lead was successfully removed and replaced with a new rv lead. No additional adverse patient effects were reported.